Event description:
The customer reported that the battery is cracked. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.